Event description:
It was reported that the pressure tubing was detached from the vamp device during use on a patient. Unknown quantity of bleeding was noted. The device was changed out. No patient complications or injury were reported. No other information is available at this time.

Manufacturer narrative:
One vamp adult system was returned for evaluation. The evaluation revealed that the tubing was found detached from the bond joint with the reservoir stopcock. The tubing was bent near the point of detachment. There were indications of bonding solvent visible at approximately less than 50% of the tubing bond area. The tubing od near the point of the detachment was within specification. The complaint was confirmed by evaluation. An investigation has been initiated to consider any potential manufacturing factors that may have contributed to this complaint. A supplemental report will be forthcoming with the device history review.

Manufacturer narrative:
The device history review was completed and it was confirmed that the device met specifications upon distribution.